Event description:
Hyperglycaemia [hyperglycaemia nos]. Case description: a physician reported that a patient was hospitalized due to hyperglycaemia, while using actrapid penfill with a novopen 3 and novofine 30g needles. In 2002, the patient's diabetic treatment was changed to actrapid vial and patient's blood glucose levels normalized. Comment: this case is linked to case 214094, initially received on 02/2002. On 04/2002 it was reported that novofine g30 and novopen 3 also are considered as suspected products. Information on novopen 3 has bneen included in case 214094.